Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while the customer was changing the reservoir. The customer did not know the blood glucose reading. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.